Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported occlusion, embolism, surgical intervention, pain, and delay to treatment appear to be related to operational context. In this case it is possible that the reported occlusion, embolism, surgical intervention, pain, and delay to treatment are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat significant eccentric calcification in the left iliac and the left common femoral artery (cfa). There was outflow present prior to atherectomy, but an occlusion was visible in the popliteal artery. The physician viewed this as a natural filter for any loose particles during orbital atherectomy. All three speeds were used to treat the cfa to the iliac artery. The patient immediately reported increasing pressure in their lower leg. The oad was removed. Angiographic imaging showed good result in the iliac and cfa area, but there was no longer outflow to the patient's lower leg. It was indicated the physician caused a perforation during advancement of a non-abbott guide wire into the lower leg. The procedure was aborted and the patient was transferred to vascular surgery for bypass surgery. Surgical intervention was successful and the patient was in stable condition. In the physician's opinion, orbital atherectomy caused an embolization, which led to the no flow.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat significant eccentric calcification in the left iliac and the left common femoral artery (cfa). There was outflow present prior to atherectomy, but an occlusion was visible in the popliteal artery. The physician viewed this as a natural filter for any loose particles during orbital atherectomy. All three speeds were used to treat the cfa to the iliac artery. The patient immediately reported increasing pressure in their lower leg. The oad was removed. Angiographic imaging showed good result in the iliac and cfa area, but there was no longer outflow to the patient's lower leg. It was indicated the physician caused a perforation during advancement of a non-abbott guide wire into the lower leg. The procedure was aborted and the patient was transferred to vascular surgery for bypass surgery. Surgical intervention was successful and the patient was in stable condition. In the physician's opinion, orbital atherectomy caused an embolization, which led to the no flow.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was being used to treat significant eccentric calcification in the left iliac and the left common femoral artery (cfa). There was outflow present prior to atherectomy, but an occlusion was visible in the popliteal artery. The physician viewed this as a natural filter for any loose particles during orbital atherectomy. All three speeds were used to treat the cfa to the iliac artery. The patient immediately reported increasing pressure in their lower leg. The oad was removed. Angiographic imaging showed good result in the iliac and cfa area, but there was no longer outflow to the patient's lower leg. It was indicated the physician caused a perforation during advancement of a non-abbott guide wire into the lower leg. The procedure was aborted and the patient was transferred to vascular surgery for bypass surgery. Surgical intervention was successful and the patient was in stable condition. In the physician's opinion, orbital atherectomy caused an embolization, which led to the no flow.

Manufacturer narrative:
Correction: g1.